Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to the therapy cable. The customer provided a new therapy cable from their existing inventory for use with the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The therapy cable was not returned to physio-control for further evaluation.

Event description:
The customer advised that medical personnel has been dispatched to an overdose that declined into cardiac arrest call. Medical personnel then connected the patient to their device in order to monitor the patient. Initially they wanted to perform a 3-lead ECG but nothing appeared on the display. The crew then replaced the electrodes with defibrillation pads but that did not resolve the reported issue. They switched to a second set of pads with no rhythm displayed. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. A backup device was available from a second crew arriving on scene to assist; however, there was no indication that the backup device was needed (or used) during the event. The patient, a (B)(6) year old female, survived the event.

Event description:
The customer advised that medical personnel had been dispatched to an overdoes that declined into cardiac arrest call. Medical personnel then connected the patient to their device in order to monitor the patient. Initially they wanted to perform a 3-lead ECG but nothing appeared on the display. The crew then replaced the electrodes with defibrillation pads but that did not resolve the reported issue. They switched to a second set of pads with no rhythm displayed. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. A backup device was available from a second crew arriving on scene to assist; however, there was no indication that the backup device was needed (or used) during the event. The patient, a 59 year old female, survived the event.

Manufacturer narrative:
Physio-control evaluated the customer's returned therapy cable assembly and duplicated the reported issue. Physio observed that the cable was physically damaged and electrically open.